Manufacturer narrative:
The device was received fully deployed. The device generated an 0x68 hazard alarm, indicating there was an occlusion during the runtime (one or more pulses filtered in the last 15). A timeout was also observed during operation near the end of the run. During investigation, the pod was found to be occluded with crystallized insulin. No damages or defects were observed that would contribute to the observed occlusion alarm. The exact cause of the observed occlusion alarm could not be determined. During investigation, the pod was able to successfully communicate with a master controller. No damages or defects were observed that would contribute to a communication error during operation. The exact cause of the reported communication error during operation could not be determined. During investigation, the exposed portion of the soft cannula was observed to be shortened. The exact timing and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone13.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during operation at the infusion site (arm). The investigation observed the soft cannula was shortened. It was also reported that the patient's blood glucose level rose to 292 mg/dl while wearing the pod between 4 and 24 hours.